Event description:
Additional information received from the clinical site notes : could this technical event have led to a serious adverse device effect (sade) : no . Was the technical event associated with an ae? : no. Did subject require other treatment/intervention as a result of the malfunction/deficiency that is not associated with any adverse event? : no. Was the technical event associated with an ae? : no . No other incident information or clarification was provided however, it was confirmed the lot number is not available.

Manufacturer narrative:
Procedure/medical information review: medical operative note review: a detailed medical review of operative note data dated december 18, 2017, was performed on (B)(6) 2025. As reported through the lvis pas study, the patient was treated for an 8mm wide-necked posterior communicating aneurysm with a selected 4.5 x 23 mm lvis blue device. Index procedure date was (B)(6) 2017. During the performance of the procedure on index procedure day december 18, 2017, a 4.5 x 23 mm lvis blue was flushed and advanced and deployed with the distal struts in the p2 segment of the pca and the proximal struts in the supraclinoid ica, without fully deploying the stent. It was reported that via the headway 21, the stent was pushed out entirely. Review of data indicates that several attempts were made to recross into the true lumen of the stent in order to expand the proximal aspect due to subtotal expansion, but these were to no avail. Medical review of data indicates that the flow within and around the stent is optimal. Following sequential coil embolization, interval control angiograms demonstrate progressive thrombosis within the aneurysm dome. On the final post-intervention angiogram, there is no residual neck and no contrast opacification within the coil mass. There is no angiographic evidence of untoward distal cerebral embolization. There are no intimal flaps or intraluminal filling defects consistent with either thrombus or dissection within the parent artery. There were no immediate complications. The patient was discharged to the ICU in good condition. Based on the review the available data and in reviewer¿s professional opinion, the relationship of the event to the lvis device cannot be ruled out. Medical review of data does not provide the circumstance as to way the lvis stent did not deploy. Investigation findings: based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination could not be performed as this information was not available at the time this investigation was performed. Complaint system review: a search of the complaint handling system could not be performed to determine if other similar complaints exist for this batch number, because the batch number was not provided for the product on this complaint file. IFU review (additional information can be found in the IFU): adverse events possible adverse events include but are not limited to the following: ¿ hematoma at the puncture site ¿ perforation or dissection of the vessel(s) ¿ intravascular spasm ¿ hemorrhaging ¿ rupture or perforation of aneurysm ¿ coil herniation ¿ device migration ¿ neurologic insufficiencies including stroke and death ¿ ischemia ¿ vascular occlusion ¿ vessel stenosis ¿ incomplete aneurysm occlusion ¿ pseudoaneurysm formation ¿ distal embolization ¿ headache ¿ infection ¿ reaction to contrast agents including severe allergic reactions and renal failure warnings should unusual resistance be felt at any time during access or removal, the introducer/guide catheter/microcatheter and lvis device should be removed as a single unit. Applying excessive force during delivery or retrieval of the lvis device can potentially result in loss or damage to the device and delivery components. It is imperative to use the lvis device with compatible microcatheters. If repeated friction is encountered during lvis device delivery, verify microcatheter is not kinked or in extremely tortuous anatomy. Confirm that the microcatheter does not ovalize. Confirm that there is adequate sterile flush solution. Do not reposition the lvis device in the parent vessel without fully retrieving the device. The lvis device must be retrieved into the microcatheter and re-deployed at the desired target location or removed completely from the patient. Directions for use 15. Advance the delivery wire to transfer the lvis device from within the introducer into the microcatheter. Warning: do not torque the delivery wire while advancing or retracting the lvis device. A torque device should not be used. 16. Continue advancing the delivery wire into the microcatheter until the proximal tip of the delivery wire enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Warning: do not apply undue force. If resistance is encountered at any point during lvis device delivery or manipulation, withdraw the unit and select a new lvis device. 18. Position the lvis device for deployment by aligning the lvis implant distal radiopaque end markers approximately 7 mm past the aneurysm neck. [Figure 6] note: a proper push/pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, will facilitate properly deploying the lvis device to achieve full expansion and good vessel apposition. Note: slowly advancing the lvis device while adjusting the microcatheter position will ensure accurate deployment. Maintain simultaneous control of the lvis device and microcatheter in order to position and expand the device at the proper location. Caution: using a rapid microcatheter withdrawal technique to deploy the lvis device is not recommended and may result in device elongation. 19. If lvis device positioning is not satisfactory, the lvis device may be recaptured and repositioned if it is not fully deployed. The lvis device may be recaptured until the point where the proximal end of the lvis device markers is aligned 3 mm proximally with the microcatheter distal marker band (approximately 80% deployed). [Figure 7] caution: if resistance is felt while recapturing the lvis device, do not continue to recapture the device. Withdraw the microcatheter slightly to unsheath the lvis device (without exceeding the recapture limit), and then attempt to recapture the lvis device. Caution: the lvis device must not be re-deployed more than three times. Note: the lvis device delivery wire should not be utilized as a guidewire. Do not torque the lvis device. A torque device should not be used. 20. If lvis device positioning is satisfactory, carefully retract the microcatheter and advance the delivery wire together, to allow the lvis device to deploy across the neck of the aneurysm. Ensure the device proximal radiopaque end markers are approximately 7 mm proximal to the aneurysm neck to ensure an adequate landing zone. The lvis device will expand and total length may foreshorten up to 60% from its undeployed length (refer to tables 1) as it exits the microcatheter. Ensure microcatheter is retracted and clear from the proximal flared ends. Note: visualize and refer to the implant radiopaque end markers to maintain adequate implant length, approximately 7 mm on each side of the aneurysm neck or target location to ensure appropriate neck coverage. [Figure 8] warning: do not detach the lvis device if it is not properly positioned in the parent vessel. Observe the delivery wire distal tip to assure it remains within the desired location of the parent vessel. 21. Prior to removing the delivery wire and if necessary, carefully position the microcatheter distal to the lvis device to maintain access through the lvis device. Remove and discard the delivery wire. Warning: the lvis device delivery wire should not be utilized as a guidewire. Do not torque the lvis device. A torque device should not be used. 23. Use the guidewire and microcatheter to access the aneurysm through the lvis device cells. Warning: observe lvis device marker position during placement of the microcatheter into the aneurysm to ensure that the lvis device does not migrate or dislodge from its deployed position. 24. After the microcatheter is positioned within the aneurysm, detachable coils may be delivered into the aneurysm according to conventional methods. Warning: observe lvis device marker position during the coiling procedure to ensure that the device does not migrate from its deployed position. 25. After placing the last coil, verify that the lvis device has remained patent and properly positioned. Advance a guidewire to the microcatheter tip and carefully remove the microcatheter through the lvis device cells. Note: a microcatheter may be positioned into the aneurysm sac prior to delivery of the lvis device. The microcatheter will be supported by the lvis device during delivery of embolic coiling. After completing the coiling, the microcatheter should be carefully removed to avoid dislodging the lvis device. 27. Caution: carefully watch the lvis device distal and proximal markers when passing through the deployed lvis device with embolic coiling microcatheters to avoid displacing the lvis device. Investigation conclusion: a detailed medical review of the provided operative note data found that, during the stent-assisted coil embolization of a wide-necked posterior communicating aneurysm using an lvis device, the stent was deployed without total proximal expansion. Several attempts were made to recross into the true lumen of the stent in order to expand the proximal aspect without success. However, medical review of data indicates that the flow within and around the stent was optimal. On the final post-intervention angiogram, there was no residual neck and no contrast opacification within the coil mass, no evidence of untoward distal cerebral embolization, and no intimal flaps or intraluminal filling defects consistent with either thrombus or dissection within the parent artery. There were no immediate complications, and the patient was discharged to the ICU in good condition. Based on the review of the available data, the relationship of the event to the lvis device cannot be ruled out; however, the data does not provide the circumstances as to why the stent did not fully expand. Without the return and physical evaluation of the device, the investigation could not determine if a condition existed that would have contributed to the reported event. This study is ongoing and device/procedure relatedness determinations can be re-adjudicated by independent reviewers/physicians. The study device and study procedure relatedness can change as a result of these reviews. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report.

Event description:
As reported through the clinical study lvis pas: technical event: incomplete proximal expansion of the lvis blue stent. Could this technical event have led to a serious adverse device effect (sade): no. Was the technical event associated with an ae? No. A female with an 8mm wide-necked posterior communicating aneurysm presented for cerebral angiogram and lvis-assisted coil embolization of this aneurysm. The synchro 14 micro guidewire was advanced into a j-shaped headway 17 microcatheter, and the entire system was advanced into the second port of the three-way rotating hemostatic valve. Using roadmapping technique, the aneurysm was catheterized. From the headway 21, a 4.5 x 23 mm lvis blue was flushed and advanced and deployed with the distal struts in the p2 segment of the pca and the proximal struts in the supraclinoid ica, without fully deploying the stent. Via the headway 17, a framing barricade-18 complex 6mm x 16cm framing coil was placed and detached. Via the headway 21, the stent was pushed out entirely. Several attempts were made to recross into the true lumen of the stent in order to expand the proximal aspect due to subtotal expansion, but these were to no avail. Next, via the headway 17, various coils were then deployed within the aneurysm. Technical event description: during index procedure to treat 8mm wide-necked posterior communicating aneurysm, following lvis blue stent deployment, the distal struts are optimally positioned in the pl-2 segment of the pca, and the proximal struts in the supra-clinoid ica, but without total expansion proximally. The flow within and around the stent is optimal. Following sequential coil embolization, interval control angiograms demonstrate progressive thrombosis within the aneurysm dome. On the final post-intervention angiogram, there is no residual neck and no contrast opacification within the coil mass. There is no angiographic evidence of untoward distal cerebral embolization. There are no intimal flaps or intraluminal filling defects consistent with either thrombus or dissection within the parent artery. There were no immediate complications. The patient was discharged from the ICU in good condition, neurologically unchanged. Admission date (B)(6) 2017. Discharged date (B)(6) 2017. Ancillary and concomitant devices used included: 6 french neuron max 80cm sheath 0.035 cook bentson guidewire 5 fr vert angled glide catheter sofia plus guide catheter synchro 14 micro guidewire headway 21 microcatheter j-shaped headway 17 microcatheter 6 french perclose device framing barricade-18 complex 6mm x 16cm framing coil coils: barricade complex finish (two 4mm x 10cm, 3mm x10cm, 3mm x 8cm, 2mm x 6cm), and helical finish (two 3mm x 4cm).

Manufacturer narrative:
D11: please note that due to the number of ancillary and concomitant devices used, they are listed in b5. As the lot numbers were not provided, a search for non-conformances associated with part/lot number combinations could not be carried out. The device was implanted and therefore not available for return and investigation by the manufacturer. However, procedural notes were provided. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. This study is ongoing and device/procedure relatedness determinations can be re-adjudicated by independent reviewers/physicians. The study device and study procedure relatedness can change as a result of these reviews. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report.